Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and contact their nurse. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone call. Per the hp, he disconnected during dwell to use the restroom and when he came back the cycle had moved to drain. The hp stated he reconnected to the cycler. The writer advised the hp if the hp disconnects during dwell and the hc moved to another cycle, it is not recommended the hp reconnect. The hp expressed understanding. The hp stated that he discarded the supplies and did not start over with new supplies that night. The hp stated the pd rn was aware of the alarm and the missed therapy. The hp stated he resumed therapy the following night on the cycler without any problems. No patient injury or medical intervention was reported.